Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # r92v10. Device analysis: the analysis results found that four er320 devices were returned inside their packages unopened. In an attempt to replicate the reported incident, the 4 devices were tested for functionality. During the analysis, the devices were cycled and no issues were observed. Twenty clips were deployed on each device. In order to evaluate the condition of the internal components of the devices, these devices were disassembled. Upon disassembling, no anomalies were found. The device was fully functional. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: how was the leak identified? How was it was addressed? Was there an alleged deficiency with the device that contributed to the event? Response: I don't have any information about how the bile leak was identified or treated however, I was told that additional surgery was not done to fix it. No one saw any malformed staples or anything.

Event description:
It was reported that post-operative after a laparoscopic cholecystectomy the patient developed a bile leak. The leak did not require a second operation to resolve.